Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/09/2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the arm on (B)(6) 2018. No product or data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
A sensor was returned for evaluation. The device was visually inspected and found that the applicator had a bent needle and pushrod, preventing the sensor from successfully deploying. The reported event of a needle retraction issue was confirmed. The probable cause was determined to be a bent needle and pushrod.